Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, an aortic valve replacement via mini-thoracotomy approach was performed and this 21 mm sjm trifecta valve was implanted. In 2016, an echocardiogram revealed grade I-ii leakage. In march 2017, the patient presented with acute heart failure, and an echocardiogram revealed prolapse of one cusp. There were no signs of infection. A valve-in-valve procedure was performed. The patient was reported to be recovering.

Manufacturer narrative:
(B)(4).

Event description:
On an unknown date, a significant regurgitation of this trifecta valve (model and s/n unknown) was seen on echo and a valve-in-valve procedure was performed. The patient was reported to be recovering.